Event description:
It was reported that the asymptomatic patient in clinic after receiving a vibratory alert for nonsustained lead noise. The device was post-paced t-wave oversensing on the ventricular lead. Programming changes were made. The patients condition is good.